Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5099996. Investigation summary: five photos were received and evaluated. Four photos displayed a loose 1ml syringe with unknown safety needle attached and approximately 0.1ml of clear fluid inside. One photo displayed an opened blister pack from batch 0196715 (p/n 309628). It was observed there was large translucent foreign matter particle present in the fluid path of the syringe. The composition of the particle could not be visually determined, and it did not appear to a solid mass. The potential root cause for the foreign matter defect could not be confirmed based on the evidence provided. The composition of the foreign matter could not be determined, and the syringe was manipulated with an unknown device attached. Since root cause could not be defined, no corrective actions are necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was noticed in the bd syringe luer-lok¿ tip when drawing up the pfizer-biontech covid-19 vaccine. The following information was provided by the initial reporter: "pfizer-biontech covid-19 vaccine treatment under emergency use authorization(eua): while drawing up vaccine, debris was noticed. The needle/syringe was immediately from the vaccine vial and the safety cap was placed on the syringe. The vaccine vial and other doses that had been obtained from that vial were inspected, all solution was clear, colorless, with no particles or debris in the vial or other syringes."